Event description:
Information alleged that when the brakes are set, the caster will not roll but will pivot. No injury reported.

Manufacturer narrative:
Technician located bed in bedshop. Found when the brakes are set, the caster will not roll but will pivot. Cause: defective caster was making a grinding sound. Repair not yet complete.